Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, intellicuff device kept alarming, and the pressure didn't rise (leakage). - this occurrence was noticed during patient ventilation. - a continuous alarm was observable both visually and through hearing. No further details about the alarms were reported to hamilton medical ag. - the event log file is provided to hamilton medical ag. - there is patient involvement reported. This occurrence was noticed during patient ventilation but was not further specified nor explained. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation is ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, intellicuff device kept alarming, and the pressure didn't rise (leakage). - this occurrence was noticed during patient ventilation. - a continuous alarm was observable both visually and through hearing. No further details about the alarms were reported to hamilton medical ag. - the event log file is provided to hamilton medical ag. - there is patient involvement reported. This occurrence was noticed during patient ventilation but was not further specified nor explained. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation is ongoing.